Event description:
It was reported to boston scientific that a tria ureteral stent was opened to be used in an unspecified procedure on an unknown date. During preparation, it was noted that the stent was broken into two pieces. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6), 2023, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to may 1, 2023, as no event date was reported. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. The returned tria ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was detached. Their suture, positioner and detached part was not returned. Functional test was performed and a use of mandrel 0.039" passed through the stent without resistance. The reported event of stent shaft break was not confirmed. A breakage was not detected upon analysis; however, it was found that the stent's bladder coil was detached. Additionally, the suture did not return indicating it was removed and the stent was used. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to the evidence, it is possible that operational factors, interaction of the excess force during interaction with the suture string such as an entanglement before their use could have caused the detachment that was observed. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific that a tria ureteral stent was opened to be used in an unspecified procedure on an unknown date. During preparation, it was noted that the stent was broken into two pieces. The procedure was successfully completed with another of the same device. There were no patient complications reported as a result of this event. The device has not been returned for analysis.